Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) readings while using a 23" 6 mm inset infusion set. The agent guided the user through disconnecting, checking for leaks, and confirming insulin flow, which appeared normal. The user then calibrated the dexcom g7continuous glucose monitoring (cgm) on the ilet, after which bg began trending downward. The highest blood glucose (bg) recorded was 352 mg/dl. Bg was corrected through calibration of the dexcom g7. No symptoms were experienced by the user, and no medical intervention was required.